Event description:
The customer reported the device was continuously alarming due to an oxygen device failed reference failure. There was no patient involvement.

Manufacturer narrative:
The gas delivery system (gds) was returned to the manufacturer for failure investigation. During troubleshooting found defective u1 (sensor air flow amp 1000 sscm) on the o2 flow sensor generating the o2 flow analyzer reading to 14.8 lpm. It was determined that the defective u1 on the o2 flow sensor created the o2 flow accuracy test to fail.

Manufacturer narrative:
Updated.